Event description:
It was reported the patient observed a low battery flag on the patient programmer due to passivation. In order to resolve the issue, the patient is scheduled to meet with sjm representative to clear the flag.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.